Event description:
Information was received from a consume regarding a patient receiving morphine via an implantable pump. The indication for use was n on-malignant pain. The patient reported their communicator had quit working due to the port on the communicator broke and would not take a charge. When the patient was asked the event date, the patient stated ¿a couple days ago I think¿, and did not provide further information. The patient stated they need this to charge so they can bolus because they're ¿desperately in need of one (a bolus)¿. An email was sent to the repair department to replace the communicator due to the communicator charging port broke and communicator will no longer take charge. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), and product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 09-sep-2022, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis found tm90 micro usb port/hub is visually damaged( micro usb charge port pins are bad). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.